Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.

Event description:
On (B)(6) 2011, the lay user/reporter contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. For two days, the patient claimed the reported meter would not power on; she was unable to test her blood glucose levels. Afterwards, on (B)(6) 2011 at 10:00 pm, the patient experienced the symptoms of being "clammy" and shaking. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the test strips were correct, and the meter powered on successfully with both the power button and the test strip. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter power issue, and received treatment with food. Therefore this complaint is being reported.